Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through an unspecified continu-flo solution set (with duo vent spike). It was further reported that secondary set was "siphoned" into the primary set. The set was connected to patient when the nurse realized the secondary had went into primary instead of the patient. The primary fluid was 0.9% normal saline and cisplatin was in the secondary bag. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.